Event description:
I received mentor breast implants on (B)(6) 2003. Within two years I became sick and have been diagnosed with two autoimmune diseases and cfs since getting the implants. In recent conversations, my drs mentioned others who had similar symptoms from breast implants and that once removed, their symptoms improved. Also I was told that I was receiving saline breast implants but no one told me that there is actually a silicone shell within the implant. When a medical device is causing certain types of cancer and drs have case studies on autoimmune related disease this needs to be shared with the public and the companies held accountable. FDA safety report ID# (B)(4).